Event description:
The patient experienced a shocking/jolting sensation after doing some exercises on his bed. The shock caused his leg to jump "12 inches off the bed." Previous to this (last week) he was able to get 8 coupling bars when recharging but now could not get any. The neurostimulator was noted to be loose in the pocket and could move 1 to 1.5 inches in any direction. Additional information was requested.

Manufacturer narrative:
(B)(4).